Event description:
It is reported that during surgery in 2009, the suture couldn't be pulled out from the shaft part. The surgery was finished using the suture in which only a few came out from the shaft. Another one had not come out from the shaft at all, so another suture was used.

Manufacturer narrative:
Evaluation summary: the returned product was reviewed. If the user continues to turn the driver more than the recommended 2 to 5 turns after the driver contacts the bone, twisting of the suture can occur. This can lead to the following: the suture potentially breaking, the suture becoming lodged between the plastic retainer plug and inner driver surface and/or could exhibit difficulty in removing the driver from the implanted anchor with a full suture. However, based on the provided info, a definitive cause cannot be concluded. Evaluation: device history records indicate all components were manufactured and inspected to specification.